Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Though it was reported that there was no patient involvement, it was observed that there were signs of clinical use with evidence of blood and charred tissue on the tool jaws. Microscopic inspection showed a portion of the silicone insulation on the cold jaw was missing and detached, exposing the metal part underneath. The detached portion of the cold boot was not returned to the factory. It was also observed that the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. The silicone insulation on the hot jaw remained intact. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿peeled jaw" was confirmed. The analyzed failure "material twisted/bent" was also confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro vasoview piece of covering on jaws was loose and coming off. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro vasoview piece of covering on jaws was loose and coming off. A replacement device was used to complete the procedure. No patient involvement.